Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation it was noted that the right ventricular (rv) lead exhibited loss of sensing and intermittent capture. The patient was not pacer dependent. On (B)(6), the patient presented for lead revision, fluoroscopy revealed the lead had dislodged. The lead was successfully repositioned. There was no adverse patient outcome, the patient tolerated the procedure well.